Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found dirty before use. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that dirt on the product was found before use.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found dirty before use. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that dirt on the product was found before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2022 h6: investigation summary bd received a sealed 22 gauge insyte autoguard blood control pro unit from lot 1271318 for evaluation. Additionally, three photos were provided for investigation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and found black specks of foreign material (fm) present on the barrel. Closer inspection under a microscope it was determined that the fm was embedded in the device's molding. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that the black specks were most likely burnt resin created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw and as the material flows through the barrel/screw the buildup breaks free and ends up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material. However, one lot can days to produce and lead to the creation of the reported defect. The manufacturing facility has been notified of this incident and the findings.